Manufacturer narrative:
The customer provided samples for investigation. The investigation found an interfering factor to a component of the reagent within the sample. This type of interference is addressed in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results from cobas 6000 e601 module serial number (B)(4) compared to a siemens immulite 1000 analyzer. Specific data was only provided for one patient. The result from the cobas e601 was 12.18 pmol/l. The result from the immulite analyzer was 3.10 pmol/l which clinically correlated better than the roche result. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The qc results were acceptable.